Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information regarding the patient and the procedure, but the customer didn¿t provide the information. It was reported to philips that the l-arm couldn¿t move after starting up the system. The customer didn¿t ask for evaluation nor repair of the product to philips. The customer had asked third party to repair the system. The customer didn¿t reveal the resolution details to philips, so no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the l-arm did not move. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.